Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient was pre-operatively diagnosed with l3-l4 herniated nucleus pulposus with lumbar stenosis and spondylolisthesis. Previous lumbar l4-l5-s1 fusion and underwent the following procedures:l3-4 transforaminal lumbar interbody fusion with polyether ketone biomedical implant and bone morphogenic protein and extension of segmental fusion to include l3-4, l4-5, and l5-s1 and redo posterolateral fusion,l3-4, l4-5, and l5-s1. Removal of prior segmental fixation rods, l4-5, l5-s1, placement of new segmental rods from l3 to s1 inclusive. Autologous bone graft harvesting from the same incision. As per op-notes, ¿we prepared the disc space for polyether ether ketone biomedical device and fused with bone morphogenic protein, prepared according to manufacturers recommendations. ...tamped this autologous bone along with frozen cancellous bone chips onto these transverse processes, some of which were rolled in pledgets of bone morphogenic protein prepared according to the manufacturer¿s recommendations.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.